Event description:
It was reported that the right ventricular and left ventricular leads had sensing difficulties and that low r-waves were being measured. Repositioning of the right ventricular lead was attempted but the lead could not be freed up. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors were distorted, all conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage.